Event description:
Additional information: it was reported that the pump was alarming. The reporter stated that there was no pump malfunction and the pump was at end of life (eol). It was also reported that catheter was fractured and had a break, tear or hole. The patient was receiving effective therapy as of his post-op visit on (B)(6), 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient 'never had good therapy,' and the pump 'never worked.' While replacing the patient's pump on (B)(6) 2012, the health care provider discovered a leak in the catheter. The catheter was revised and the pump was replaced at that time. The device system was used to deliver morphine and previously had saline in it. Additional information was requested, but was unavailable on the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type catheter. (B)(4).